Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient developed an infection and was experiencing a discharge at the incision site. It was also noted that the lead was coming out of the skin and was open to air.

Event description:
It was reported that the patient was experiencing a discharge at the incision site and infection. It was also noted that the lead was coming out of the skin and was open to air. Additional information was received that the patients skin was thin and never healed over the wire. The patient underwent a device explant procedure. No device malfunction was suspected. Additional information was received that the linear leads were not explanted.

Event description:
It was reported that the patient was experiencing a discharge at the incision site and infection. It was also noted that the lead was coming out of the skin and was open to air. Additional information was received that the patients skin was thin and never healed over the wire. The patient underwent a device explant procedure. No device malfunction was suspected.